Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 220mg/dl. The caller stated that she did not hold a button down for three minutes or longer. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response as a result of corroded keypad traces. The device had a loose drive support disk and missing end cap sticker.